Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. The pump kink resistant tubing (krt) was worn to the filament and exhibited a hole and a leak from wear. Based on the information available and analysis results, the hole and leak identified in the krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. The pump was removed and replaced. There were no patient complications reported.